Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast reconstruction with a 595cc mentor memorygel breast implant experienced left sided impaired healing post procedure. There was a hole in the would that never healed and had some discharge. The issue was diagnosed by a physician through a physical examination. As a result, replacement with a 560cc mentor memorygel breast implant was performed on (B)(6) 2020.